Event description:
The pt was being treated with bilevel continuous positive airway pressure therapy, supplemented by oxygen from the oxygen concentrator. On the evening of july 20th, 1999, while undergoing this therapy, the unit apparently malfunctioned. The pt awoke and went to her neighbors to have the fire department called, then returned to her apartment where she collapsed. The unit was destroyed by fire of unk origin. The pt died on friday, july 23, 1999.